Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Customer alleged that the pump's basal rates were incorrect. Customer adjusted the basal rate to address the low bg.